Event description:
It was reported that the external pulse generator had broken connectors. The generator was returned for service. The return paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.